Event description:
It was reported that a request for a review of this patient's episodes was made. The patient was grocery shopping when a syncopal event occurred across 2 episodes. Both the episodes showed noise on all the channels resulting in pacing inhibition and 10 seconds of asystole. Technical services (ts) reviewed the episodes and stated that the reported noise on the first episode was most likely electromagnetic interference (emi). The second episode could be emi or myopotential noise, but it was hard to confirm. Ts recommended some isometrics and troubleshooting to confirm myopotentials. The patient's physician reviewed this case and agreed emi was the source of the issue. The device will be reprogrammed and no additional adverse patient effects were reported.